Event description:
Tnalysis was completed on the generator, and the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
The explanted generator was received for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
(B)(4)

Event description:
A surgeon reported that a patient's generator was explanted due to infection. The generator was explanted on (B)(6) 2016. The device history records for both the generator and the lead were reviewed by the manufacturer and found the products were properly sterilized prior to release to distribution. No additional relevant information has been received to date.